Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient age and dob requested but not provided, however the customer stated that the patient was an adult.

Event description:
It was reported that the secondary infusion of arsenic (trisenox) 20.1mg/0.9% nacl with a vtbi of 144.1ml was programmed at a rate of 72.1ml/hour was initiated per facility protocol at 1526. A duel rn sign-off was performed to validate the device programming and the programming was sent to the pump channel via ihis integration. At approximately 1730, the patient called the rn into the room stating "my chemo isn't dripping." Upon assessment, the rn found that the device had unintentionally shut down. It appeared that very little volume of the arsenic mini-bag infusion had infused. When the rn powered the device back on there was no option found to retrieve the previous programming. The rn opened ihis and went to the pump/rate verify section to assess the time that the pump turned off to find that the stop time was 1726. The patient denies touching or manipulating the device in any way in which the rn believes the patient. Upon review of the infusion knowledge portal data it was confirmed that the device was programmed correctly and did not give any indication of the pump shutting down. The customer further stated that there were no adverse effects caused to the adult patient from the event.

Manufacturer narrative:
The customer¿s reported complaint of the source device unintentionally shutting down was not replicated or confirmed. On (B)(6) 2019 at 7:42:37 pm the unit was channeled off seconds after a fluid side occlusion. Based on the logs, it is suspected that the unit did not shutdown as a result of a failure but as a result of an external user channeling the pump off after the occlusion alarm. The returned pump module test results demonstrated the unit passing a 1 hour timed rate accuracy test, indicating it¿s operating as intended and is in specification. The root cause of a reported device shutting down was the result of the channel off key being pressed following a ¿fluid side occlusion/empty container¿ alarm.

Event description:
It was reported that the secondary infusion of arsenic (trisenox) 20.1mg/0.9% nacl with a vtbi of 144.1ml programmed at a rate of 72.1ml/hour was initiated per facility protocol at 1526. A duel rn sign-off was performed to validate the device programming and sent it to the pump channel via ihis integration. At approximately 1730, the patient noted that the chemotherapy was not dripping. Upon assessment, it was found that the device had unintentionally shut down. It appeared that very little volume of the arsenic mini-bag infusion had infused. When the device was powered back on there was no option found to retrieve the previous programming. The nurse opened ihis and went to the pump/rate verify section to assess the time that the pump turned off to find that the stop time was 1726. The patient denied touching or manipulating the device in any way. Upon review of the infusion knowledge portal data it was confirmed that the device was programmed correctly and did not give any indication that the pump had shut down. The customer further stated that there were no adverse effects caused to the adult patient from the event.